Manufacturer narrative:
(B)(4) open, inability to. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complainant, during the procedure the clip would not fire. The physician tried to use the clip, but it would not open. The procedure was completed with a cautery device (brand name unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.